Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Essure lot number used, c06520. The medical doctor reported that unit was being inserted into working channel. The introducer had been removed but unknown to provider a piece of it had broken off into working channel. Upon inserting a new introducer and inserting the device, the tip of the device bent making it not usable. Essure bilateral placement was achieved. Patient had no injury. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced introducer removed but unknown to provider a piece of it had broken off into working channel (complication of device insertion) and tip of the device bent. All the events are considered non-serious. Introducer removed but unknown to provider a piece of it had broken off into working channel assumed as a device breakage is unlisted in the reference safety information for essure and was regarded as other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is listed and non-incident. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the doctor reported that unit was being inserted into working channel. The introducer had been removed but unknown to provider a piece of it had broken off into working channel. Upon inserting a new introducer and inserting the device, the tip of the device bent making it not usuable. Based on the available information and due to lack of alternative explanation, causality between the reported breakage and essure use was considered as related. For the event tip of the device bent, given its nature (handling issue) it was considered unrelated to the suspect insert. Product technical analysis will be sought.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insertt that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. The "green-colored" material reported is very likely the green heat-shrink (pet) tubing which is a catheter assembly component located at the distal end of the inner catheter. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse event is a known, possible, undesirable event and not indicative of a quality defect per se. The case refers also to a technical defect (a piece of it had broken off) in the context of the reported complicated insertion. However, the reported technical defects could not be evaluated in more detail due to lack of sample return (see technical assessment). Furthermore a use error was reported. According to the technical assessment the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. No further ae case reports have been received to date in relation to batch no. C06520. No batch signal could be identified. The review of the manufacturing and release documentation of the concerned batch gave no reason to suspect a quality defect (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information from 10-sep-2014: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed report refers to a (B)(6) years-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced introducer removed but unknown to provider a piece of it had broken off into working channel (complication of device insertion) and tip of the device bent. All the events are considered non-serious. Introducer removed but unknown to provider a piece of it had broken off into working channel assumed as a device breakage is listed in the reference safety information for essure and was regarded as other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is listed and non-incident. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the doctor reported that unit was being inserted into working channel. The introducer had been removed but unknown to provider a piece of it had broken off into working channel. Upon inserting a new introducer and inserting the device, the tip of the device bent making it not usable. Based on the available information and due to lack of alternative explanation, causality between the reported breakage and essure use was considered as related. For the event tip of the device bent, given its nature (handling issue) it was considered unrelated to the suspect insert. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. The event introducer removed but unknown to provider a piece of it had broken off into working channel, previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). No further information is expected. Case closed.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.